Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high/undefined pacing impedances and elevated sensing integrity counter (sic). It was further reported that the oversensing of noise and inappropriate detection of the ventricular signal by the lead caused multiple inappropriate therapies to be delivered. The lead remains in use. No further patient complications have been reported as a result of this event.